Event description:
Information was received regarding a cadd legacy 1 pump. It was reported that patient was hospitalized from (B)(6) 2021 through (B)(6) 2021 due to a hickman line infection. Patient also caught covid-19 while being hospitalized. During report, patient had blood in line and the pump tubing was alarming high pressure when he tried to fix it on his own. Patient had no remodulin infusion for about three to four hours. He denied any symptoms. The pump was later infusion and there was no more blood in the tubing; the alarm resolved. (Remodulin 5mg/ml, dose and route prescribed: remodulin dose - 80 ng/kg/ m I n - intravenous).